Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had light intesity low. The issue was found during a set up procedure. There were no reports of patient involvement